Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (sdla), clip open while locked, inability to open the clip and clip jumping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After the leaflets were grasped, the clip appeared to be open. The clip was attempted to be closed, but the clip arms would not close any further. The mr was reduced to >1; therefore, the lock line began to be removed, but the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An attempt was made to unlock the clip, but the clip was unable to be opened. While attempting to invert the clip, the clip jumped to the closed position on the posterior leaflet. An additional clip was deployed to stabilize the slda. Mr reduce to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported form this lot. All available information was investigated and the definitive cause for the mechanical issue, mechanical jam and difficulties to open or close clip could not be determined. The single leaflet device attachment (slda) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.